Manufacturer narrative:
.

Event description:
It was reported that high capture threshold and low impedance was observed. An echo revealed pericardial effusion, perforation and acute tamponade. The lead was removed.